Manufacturer narrative:
As reported, the patient underwent placement of an optease inferior vena cava filter. The indication for filter placement is not available. The filter subsequently malfunctioned, including, but not limited to, perforation, and cause injury and damages to the patient. As a direct and proximate result of this malfunction, the patient, suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further and proximate result, the patient, has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was also reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of defendants¿ optease vena cava filter. The filter subsequently malfunctioned, including, but not limited to, perforation, and cause injury and damages to the patient. As a direct and proximate result of this malfunction, the patient, suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further and proximate result, the patient, has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
The following additional information received per the patient profile form (ppf) indicates that the patient became aware of the alleged events four years and two months post implantation. The patient reports that the filter perforated the inferior vena cava (ivc), was tilted, was embedded and to have blood clots, clotting and occlusion of the ivc. It is noted that the device is unable to be retrieved however, there have been no known attempts made to remove the filter. The patient also reports to have swelling, cellulitis, shortness of breath (sob), dizziness, sleep complications, coughing, headaches, weakness, pain and to be suffering from mental anguish, anxiety and stress. According to the information received in the medical records, the patient has a history of pulmonary embolism (pe) and deep vein thrombosis (dvt). Prior to the filter placement, the patient underwent a computerized tomography (CT) scan, which revealed a large pelvic cystic and solid mass which protruded into the abdomen. It was noted that there were also some collaterals in the distal cava. The ivc measurements ranged from 29.2mm-30mm. The filter was deployed below the lowest renal vein above the formation of the collaterals. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned, including, but not limited to, perforation, and cause injury and damages to the patient. The patient is noted to have become aware of the alleged events four years and two months post implantation. The patient reports that the filter perforated the inferior vena cava (ivc), was tilted, was embedded and to have blood clots, clotting and occlusion of the ivc. It is noted that the device is unable to be retrieved however, there have been no known attempts made to remove the filter. The patient also reports to have swelling, cellulitis, shortness of breath (sob), dizziness, sleep complications, coughing, headaches, weakness, pain and to be suffering from mental anguish, anxiety and stress. According to the information received in the medical records, the patient has a history of pulmonary embolism (pe) and deep vein thrombosis (dvt). Prior to the filter placement, the patient underwent a computerized tomography (CT) scan, which revealed a large pelvic cystic and solid mass which protruded into the abdomen. It was noted that there were also some collaterals in the distal cava, likely as a result of the compression from the mass. It does appear that there is a channel which extends into the right common iliac and through which potential emboli may achieve the ivc. The ivc measurements ranged from 29.2mm-30mm. The optease filter was selected as it has capacity to be utilizing cava up to 30 mm. The presence of some collaterals in the distal cava and does suggest that retrieval may end up being difficult in the long term. Careful planning was utilized to deploy the filter below the lowest renal min which is on the right and above the formation of collaterals and above the main channel of the ivc. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record (DHR) associated with lot 15812239 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. It is unknown if the tilt contributed to the reported perforation. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousity. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Without the procedural films or post-placement imaging and the limited information provided, the report of tilt and perforation of the ivc, blood clots, clotting and occlusion of the ivc could not be confirmed, nor can a conclusion about a relationship between the reported events and the filter be drawn. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting, and device occlusion related to clotting do not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. With time, high pressure in the leg veins due to venous insufficiency of either the superficial or deep veins (or both) can cause leakage of blood out of the capillary beds and therefore edema of the affected extremity. Anxiety, pain, weakness, swelling, cellulitis, shortness of breath, dizziness, sleep complications and headaches do not represent a device malfunction and may be related to underlying patient specific issues. It is not possible to determine what factors may have contributed to these events. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.